Event description:
Philips received a complaint on the philips efficia dfm100 defibrillator monitor indicating that the device was unable to perform a self-check. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the field service engineer replaced the device's dfm100 assy therapy receptacle and the device was successfully returned to service. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.